Event description:
It was reported that the device had lost atrial sensing and atrial impedance had dropped. The atrial lead sensed ventricular events larger than the atrial events. A chest x-ray confirmed that the lead dislodged. The lead was repositioned.